Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported symptom of "device still gives an error of door not closed." Was unable to be reproduced. A review of the event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link screw out of adjustment, causing the link to stick. The lower link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed door not closed during an unspecified process step. There was no patient involvement. No additional information is available.